Manufacturer narrative:
One nt 2000 neurotherm rf generator was received for investigation. The generator was connected to an external power source and the generator powered on successfully. The event from the event description was able to be reproduced. Based on the information provided to abbott and the investigation performed, the cause for the reported display issue and subsequent cancellation was due to an abnormal functioning of the power supply unit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During the procedure, the screen of the generator displayed a blue color after starting up. Before testing and during the testing the screen became gray. After restarting the generator, the issue was not resolved and there was no signal. The procedure was cancelled and there were no patient consequences.